Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage.

Event description:
It was reported that the device battery was not what was expected when the device was received. The device was noted to not have been keep in cold storage. The device was not used. There was no patient involvement.